Event description:
It was reported that during a pci procedure, the tip of the graphix guide wire fractured and remains in the patient's body. Retrieval attempts were unsuccessful. Patient status is listed as "fine". An attempt to obtain more information from the health care provider wa unsuccessful. They were unable to provide us with any additional information or details for this procedure.